Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic procedure, as soon as they inserted, the suture detached from the needle. There was no injury caused to the patient and no medical intervention was required.